Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient reported the ipg is no longer working.

Event description:
Follow up information identified the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patent is receiving stimulation once again. Surgical intervention may be pending to address the pain at the ipg site.